Event description:
It was reported the pt experienced a shocking sensation while the stimulator was turned on. The surge of stimulation was felt when the hcp pressed the telemetry head of the physician programmer over the ins site. No telemetry had been done when this occurred. The pt denied any recent falls or trauma. The surge went down the pt's arm and the side of the body. No other incidents or changes in stimulation were noted prior to, or since, the event. The pt was seen in the clinic and was in good condition. Additional information received indicated the hcp sent the pt for an x-ray to rule out any fractures in the lead or extension. The x-ray did not show any fractures. Impedances were done and showed no abnormalities. The pt's device was turned off pending further investigation. A battery change was scheduled for 2009. The extension was also replaced. The pt has bilateral systems. The manufacture's device tracking system indicated it was the left side ins and extension which were replaced.